Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a broken capacitor on interconnect printed circuit board (pcb), broken top and bottom case, and primary audible alarm error. There was no patient involvement. Per reporter, the unit failed in the first week of september during testing. It was also stated that the device would not load firmware onto the new pcbs.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the top, bottom and plunger case broken. A review of the event history log found evidence of a primary audible alarm. During the functional testing, both main and interconnect boards were tested independently and confirmed the issue to be a loose speaker capacitor in the interconnect board, which triggered the primary audible alarm. The cause was found to be a loose capacitor on the interconnect pcb and the broken case. The interconnect pcb was replaced as well as the top, bottom and plunger casing. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.